Event description:
Customer reported, the image on the monitor went dark. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.